Manufacturer narrative:
Investigation is not complete. Attempts are being made to have the product returned. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2010-00092. This event occurred in (B)(6).

Event description:
Allegedly, the modular neck was broken, no functionality of the hip.